Event description:
It was reported that a patient had an implant due to retention, which led to bladder infections. She had another bladder infection and experienced a return of symptoms. She wondered if she should change stimulation since she wasn¿t feeling stimulation and it wasn¿t controlling her symptoms. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # va0swsa, implanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).